Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture and high out of range pacing impedance measurements on the left ventricular (lv) lead, measuring greater than 2000 ohms. There was also noise and oversensing on the lv lead, which resulted in pacing inhibition. It was noted the right atrial (ra) lead exhibited low out of range pacing impedances, measuring less than 200 ohms. The patient's ra lead is a non-boston scientific product. Boston scientific technical services (ts) discussed troubleshooting options. The patient has scheduled an appointment with their physician. This crt-d system remains in service. No adverse patient effects were reported.